Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "problems occurred when administering epidurals, with great difficulty in inserting the catheter. The tip of the catheter is "bent." Failure with three different kits and 2 different batches. 2 puncture sites required. Procedure prolonged: duration 1 hour." Associated complaints: 3006425876-2026-00302.

Event description:
It was reported that: "problems occurred when administering epidurals, with great difficulty in inserting the catheter. The tip of the catheter is "bent." Failure with three different kits and 2 different batches. 2 puncture sites required. Procedure prolonged: duration 1 hour." Associated complaints: 3006425876-2026-00303 and 3006425876-2026-00302.

Manufacturer narrative:
(B)(4). The reported complaint of the tip of the catheter was "bent" could not be confirmed based on the investigation of the sample received. The customer returned one epidural needle, and an epidural catheter for evaluation. Visual examination of the returned epidural catheter revealed the catheter's tip appeared to be typical as compared to a lab inventory catheter. Also, the returned catheter could be threaded through the returned needle with no resistance met. The returned components passed a functional drag test, and the returned needle ID and returned catheter od were found to be within specification. A device history record review was performed on the epidural catheter and epidural needle with no relevant findings. Therefore, based on the condition of the sample received, there were no functional issues found with the returned sample.